Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump, and the customer successfully reset the device without further issues, enabling them to start their sensor session.